Manufacturer narrative:
A visual inspection of the returned device found two kinks located along the catheter. A functional test was performed, and the needle could not be actuated. The device was dissected, and the hypotube was found to have fractured inside the handle; this caused the needle to not actuate. The cause of the broken hypotube was not determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for this lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician could not retract the needle. No damage was noted to the scope. Another injection gold probe device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician could not retract the needle. No damage was noted to the scope. Another injection gold probe device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.